Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Fidelis proximal ring rust/corrosion/green in bi/trifurcation the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The analyst noted that distal conductor fractured prevents proper torque transfer when turning the is-1 pin during explant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d274drg ICD, implanted: (B)(6) 2011 ; 620bg29 heart band, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the elective extraction procedure of the right ventricular (rv) lead the helix of the lead would not retract. Laser extraction of the rv lead was then attempted and was successful. No patient complications have been reported as a result of this event.